Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site; subsequently, the patient was administered IV antibiotics (date and duration not reported).